Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a polaris loop ureteral stent was to be used in a percutaneous nephrolithotomy procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on october 27, 2025. Additional information with an attached photo of the complaint device showed and clarified that the stent's loop were detached. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.

Event description:
It was reported that a polaris loop ureteral stent was to be used in a percutaneous nephrolithotomy procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported. Picture provided by the customer on october 27, 2025, showed that the stent's loop were detached.